Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; due to a pinhole in the bending section cover, water tightness was lost. In addition to the finding of foreign objects in the nozzle, the bending section cover had a scratch, the adhesive on the bending section cover had a chip, the adhesive on the bending section cover was cracked and had a white-clouded area, the light guide (lg) bundle had breakage, the adhesive around the lg lens was peeled, the lg lens had a scratch, the control unit was shaved, the switch button one (1) was worn, the protector of the universal cord on the control section had a scratch, the protector of the universal cord on the scope connector had a scratch, and the objective lens had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a leak in the bending section cover. There was no patient harm associated with the event. The device was returned and evaluated, and the nozzle was found to have foreign objects. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to foreign material larger than the inner diameter of the air/water nozzle got into the air/water channel and caused clogging and further information was able to be obtained. Olympus will continue to monitor field performance for this device.